Manufacturer narrative:
The device was not returned to siesta medical, therefore unable to determine a definitive cause of the event. Although the cause of the failure of the device is unknown, this MDR is being filed for notification purposes. No conclusions can be drawn at this time. Should additional information be obtained, a supplemental form will be filed.

Event description:
On (B)(6) 2018, 4 weeks post hyoid suspension surgery, patient reported to physician that he heard a "pop". The physician believed that this was due to suture breakage but no investigation was reported at the time to confirm. On (B)(6) 2018 the physician reported tha the patient had some recurrence of his sleep apnea. On (B)(6) 2018, the physician performed exploratory surgery to determine if the suspension suture had indeed broken. During the surgery and upon dissection down to the hyoid bone, he observed that both suspension lines (sutures) had broken. It was no clear what caused the sutures to break. The physician then revised the hyoid suspension by replacing both bone screws, insuring that the eyelets were properly oriented and suspending the hyoid bone using arthrex fiberwire #2.